Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer connected the pump to a power source and an unspecified malfunction occurred. There was no reported impact to the customer's blood glucose level. Reportedly, the customer had an alternate pump available for insulin therapy.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction could not be verified; however, a different issue was identified.